Event description:
A distributor reported that the manometer of an rd900aeu neopuff infant resuscitator was cracked. The damage was detected out-of-box. No pt consequence was reported.

Manufacturer narrative:
The rd900aeu neopuff infant resuscitator is currently en route to fisher & paykel healthcare for investigation. We will provide a f/u report when the investigation is complete.